Manufacturer narrative:
Findings: unit received intermittent button response due to flattened act (creased) button dome switch. No ramping numbers anomaly noted. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 265 mg/dl. The customer said it keeps ramping up the number where it goes up to 300 and back down and it doesn't stop. The customer put the carbs in and had entered the blood glucose, but it stuck and now it's stopped. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.